Event description:
Four occurrences of persistent issues with image loss, catheter recognition and related system performance issues. Intermittent acquisition pc failure to connect, and frequent motor drive overload errors. Ivus catheters, 2-3 per case would not work in the table mounted and portable I-lab. 3rd catheter worked in portable ivus. Boston scientific reported having catheter issues last week. They exchanged out faulty catheters - we are still having problems. Not sure if it is just catheter issues or combination of catheter and machine. Requested service visit. Dr. Unable to remove wire and catheter separately from patient. Only able to remove together. Bmw (balance middle weight) guidewire appears curled and frayed. Per the dr., patient's vessels were not calcified. Is wire hanging up on something in the icross catheter?